Event description:
(B)(6) reported a screw broke and the tip remains in the patient's bone.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information and review of the returned product indicates that the product failure is contributed to the user facility exerting excessive force on the product which the IFU states can cause the product to break, fracture, or become damaged.